Event description:
It was reported that a non-dependent patient developed sepsis and exhibited pocket infection. It was also noted that the patient had numerous other health problems. The pulse generator and the leads were explanted. The patient¿s condition was stable before, during and post procedure.